Event description:
Caller reported an error with their continuous glucose monitor (cgm), identified as error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided a complete pump reset procedure, guiding the caller through the process, after which the error code was resolved, and the caller successfully started their sensor session.